Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration. The initial report did not have a placement and removal dates, however we have received this information with product and the qn has been updated. Hence this updated reports.